Event description:
It was reported that the customer's insulin pump was severely damaged at the battery compartment. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Findings: unit received with cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.